Manufacturer narrative:
This report reflects information received by the FDA in the form of medwatch report mw5159889. Initial reporter asked to remain confidential and no bed name, model and serial number was provided. Therefore, totalcare was included as a generic product code in order to file this report. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. Although there was no reported injury with this event, if the report of a damaged power cord with exposed wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a medwatch report stating that baxter bed power cord had damage with exposed copper wires. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.